Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet following difficulty changing a 23-inch, 6 mm infusion set and delayed entry of a recently applied dexcom g7 sensor code; the agent guided the user through the infusion set change and assisted with manual blood glucose entry and sensor code pairing, after which insulin delivery resumed. Symptoms included elevated blood glucose. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and user education regarding infusion set application and sensor code entry, with no device alerts or alarms reported. Investigation of this case revealed that the exact cause of the hyperglycemia was unclear, though user technique challenges with the infusion set and delayed sensor code entry were addressed and resolved during the call. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.